Event description:
Follow-up was conducted and from the information obtained it was reported that there was no lead issue as the increased thresholds were due to patient anatomy. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular (lv) lead had increased thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk implantable cardioverter defibrillator (ICD)  - implanted: (B)(6) 2011; 694765 implantable tachy lead - implanted: (B)(6) 2008. (B)(4).